Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to scar tissue, chromium cobalt fluid collection in a cyst, galvanic erosion on the femoral head and overgrowth of bone. Upon revision, loss of the posterior wall, less than 10% bony ingrowth of the acetabular cup and poor quality remaining posterior hip capsule. The information received does not change the MDR decision.

Event description:
Litigation alleges that patient has experienced pain and excessive levels of chromium and cobalt.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.